Event description:
During partial breast brachytherapy, using the contura introducer device, the surgeon inadvertently nicked a vessel. The procedure was completed successfully with implantation of the contura multi-lumen balloon device and the patient was dressed and bandaged appropriately and sent home. Approximately one hour after the procedure, the patient returned to the office complaining of prolonged bleeding and swelling of the breast. The physician examined the patient and observed excessive bleeding within the breast and elected to remove the balloon implant. As a precaution, the patient was admitted to the hospital for monitoring where the bleeding was controlled and no further intervention was needed. The patient was discharged the following morning.